Manufacturer narrative:
Section d6b: if explanted, give date: not applicable, as lens remains implanted. Section h3-other (81): the device was not returned for evaluation as lens remains implanted and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a small scratch on the surface of an implanted intraocular lens (iol). The procedure was successful using the scratched lens and there were no complications/medical intervention required. The surgeon believes since the scratch was outside the visual access, it should not impact the patient¿s vision. The iol remains implanted. There was no incision enlargement, no vitrectomy and no sutures done. No other information was provided.

Manufacturer narrative:
Corrected data: upon further review it was noted that section d1: brand name was incorrectly indicated as tecnis delta in the initial report submitted. Correct entry must be tecnis iol. This report is submitted to correct this. Field below updated. Section d1: brand name: tecnis iol. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.